Event description:
The user facility reported to the distributor it was impossible to zero balance the catheter prior to use. The value did not go down below 28mmhg. It is unknown if the device was used on the pt. No pt injury was reported.